Event description:
Article title: duty-cycled multi-electrode radiofrequency vs. Conventional irrigated point-by-point radiofrequency ablation for recurrent atrial fibrillation: comparative 3-year data. Per a report in the europace (2014) 16, 820¿825 a multi-center study was conducted on 161 patients, by dr. (B)(6) of the department of cardiology, antwerp cardiovascular institute middelheim and et al., to assess 3 year outcome after pulmonary vein isolation (pvi) guided by duty-cycled multi-electrode radiofrequency (rf) ablation (pulmonary vein ablation catheter; group pvac n=79) and provided comparative data to outcome after conventional pvi (cpvi) ( group cpvi n=82) using mapping with irrigated, point-per-point rf ablation. Follow-up (with symptom-guided rhythm monitoring) was truncated at 3 years in all patients. From the report in the cpvi group, were observed one major complication and four minor complications. One cardiac tamponade occurred requiring surgical drainage. Whereas two patients suffered from pericarditis post-ablation, one patient developed a ¿fluid retention syndrome¿ necessitating intake of diuretics and one patient had a groin hematoma (without prolonged hospital stay and without the need for surgery or transfusion). There are no death events or device malfunctions reported in the publication. Model and catalog number are not available, but the suspected device is the navistar thermocool. Concomitant products: lasso mapping catheter and carto mapping system. Other non bwi devices were used during cardiac ablation: optima, st jude medical and 8f non-steerable sheaths (sl0, st jude medical).

Manufacturer narrative:
(B)(4).